Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
It was reported that the device has the incorrect x and hourglass in the rfu indicator. There was no patient involvement.